Event description:
Procedure type: lap gastric bypass. According to the reporter: during inserting the trocar a piece may have broken off. The piece was located at the end of the case, recovered and removed. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).